Event description:
Additional information has been requested, but to date, no information has been received.

Manufacturer narrative:
(B)(4). Damaged ancillary trocar. The analysis results found that the device was received in good visual condition and with the ancillary trocar broken in half and scratched. The device was received with the breakaway washer present, uncut and the device was fully loaded with staples, indicating that the device had not been fired. The device was tested for functionality and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It could not be ascertained as to how the damage to the ancillary trocar occurred. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. It should be noted that to detach the ancillary trocar, it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Please reference the instructions for use for additional information. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a colon resection procedure, the device malfunctioned; the tip of the cone piece broke; the ancillary trocar broke off the device. The surgeon had to do a larger resection of the colon to remove the broken piece. It is unknown if the post op care changed due to the event. It is unknown how much more of the colon had to be removed. The procedure was prolonged; however the length of time is unknown. It is unknown if the patient received a colostomy. Another circular device was used to complete the procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). [The surgeon] said that the blue piece just snapped off when he was trying to remove it from the trocar. The event was problematic at the time, but the patient's post-op care was not changed. Everything worked out just fine during the case. He doesn't recall any adverse outcome as a result of the event.